Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found one unrelated nc associated with this product/lot combination ((B)(4)/lot #8542193). Based on the inability to find any related nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to presented with a collapsed tibial component on the medial side and the tibia was found to be loose at the cement to implant interface. Depuy cement was used. There was no cement on the backside of the tibial component and therefore determined that the implant failed at the implant cement interface. However, this was and extremely large patient (height and weight unknown) and the medial aspect of the tibia did collapse. This was revised with attune revision tibia, sleeve and new poly. Doi: (B)(6) 2018 dor: (B)(6) 2021 right knee.